Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance and got hospitalized 3 times due to low blood glucose. On (B)(6) 2017 they had blood glucose levels of 29 mg/dl at the time of the incident. The customer also had lows on (B)(6) 2017. The customer used juice and was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.